Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 45-65 mg/dl. Carbohydrates were consumed to address bg. Suspected cause of low bgs was due to settings requiring adjustments.